Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and was sensing atrial signals, the lead exhibited unstable thresholds and non-capture. The lead was reprogrammed and later repositioned, the lead remains in use. No patient complications have been reported as a result of this event.